Event description:
It was reported that the patient presented to the clinic for a pump refill and the healthcare provider (hcp) stated that the pump was alarming. The alarm was determined to be a critical alarm. Telemetry showed a message of ¿stopped pump, motor stall occurred¿ along with ¿motor stall recovery¿ and ¿pump restarted¿. The motor stall occurred (B)(6) 2013 at1300 and stop pump period on (B)(6) 2013. The patient had an MRI performed on (B)(6) 2013. The motor stall recovery occurred at 11:46 on the day of the report and pump restart at 11:29. The pump was not updated following the MRI and went into telemetry state. Interrogation on the day of the report restarted the pump. No patient symptoms were reported. The device system was used to deliver dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).